Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving baclofen. It was reported that the patient had a seizure and an ambulance took him to the hospital. The pump was read and the patient was given a bolus.